Manufacturer narrative:
No device analysis was performed; the device met risk based criteria. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the dystonia patient¿s implantable neurostimulator (ins) was ¿removed due to infection¿ on (B)(6) 2014. It was further reported the infection involved the (B)(6). There was no patient injury or death due to the issue and the patient recovered without sequelae following the device removal. The ins was eventually replaced in (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.